Event description:
Customer reported receiving an imprecise reading on their precision xtra/optium blood glucose meter. The reading obtained was 220 mg/dl compared to a laboratory result of 112 mg/dl. When plotting the readings on a parkes error grid, the meter result fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. It should be noted, the customer was unsure if they had washed their hands prior to testing or if they had eaten between glucose test; both situations can alter the results obtained.